Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The event date is an approximation. On (B)(6) 2025, the patient returned home from an afternoon walk and noted a cgm reading of 120 mg/dl. Despite this, she experienced symptoms of dizziness and nausea. A fingerstick bg reading showed a lower value of 50 mg/dl. In response, the patient consumed orange juice and snacks, then immediately contacted emergency services. Upon arrival, emts confirmed a bg of 50 mg/dl, while the dexcom continued to display 120 mg/dl. Due to the discrepancy and ongoing symptoms, emts advised the patient to remove both the dexcom cgm and insulin pump. The patient was administered zofran 4 mg for nausea. Upon arrival at the emergency room, her bg had risen to 62 mg/dl. She was treated with IV fluids and a bolus injection (likely dextrose or another glucose-based medication) administered by the attending nurse. The patient remained hospitalized for observation and treatment and was discharged after three days. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.